Event description:
It was reported during in clinic follow up that the right atrial lead had dislodged. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.